Event description:
User reported that the pump would not turn on. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Upon return, device was noticeably dirty with signs of contamination. The reported fault was confirmed and determined to be caused by the flexi pcba. Following the repair. The device passed all preventative maintenance checks.